Event description:
A doctor alleged that the premise flowable composite did not fully polymerize during procedures on multiple patients.

Manufacturer narrative:
Specific patient information with regard to the exact number involved, genders, ages, or weights could not be recalled by the doctor. Although the doctor identified three (3) different lots associated with the composite not fully polymerizing, the doctor could not verify which lot had been used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4951977, 4959489, and 4713759. The doctor drilled out the composite and replaced the restoration during the same office visit for each of the patients. To date, each of the patients are doing fine. The products involved in the alleged incident were returned. A physical evaluation was performed on lot numbers 4951977 and 4959489, yielding results within specifications. The product from lot number 4713759 was returned in a condition which made analysis impossible; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to any of these lots.